Event description:
It was reported that the device had come off at some point mid-infusion. User error was considered, but now, possibly being the third time, there is question that the glue on the cleo infusion ¿port¿ may not be adequate. There was patient involvement and no patient harm/adverse event reported. There was no medical intervention required.

Manufacturer narrative:
Device evaluation: the reported complaint was unable to be confirmed as sample was not returned and photos were not provided. Testing was not conducted for the investigation. If the product is returned at a later date, the complaint will be reopened for further investigation. No non-conformances were found as a result of the batch review.